Event description:
It was reported that the wake button has stopped working. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been returned for eval. Should new relevant info become available a supplemental form will be completed.